Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Imdrf impact code f2301 captures the additional intervention to remove the detached portion of the black introducer.

Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded double bend stent was implanted in the duodenum to treat a bile flow blockage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the technician pulled the stent forcefully causing the black introducer to detach from the delivery system inside the patient. When the scope was removed, the detached black introducer remained in the patient's duodenum. The technician attempted to retrieve the detached introducer using forceps and a snare but was unsuccessful. An upper scope was then used along with a snare to successfully removed the detached black introducer. The stent remained implanted, and the procedure was completed. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was inside the patient during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent cannot be fully deployed." The physician did not follow the steps cited in the IFU.